Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receieved stated that the patient underwent surgical intervention on (B)(6) 2019 wherein one lead was explanted and replaced. Post-operatively, stimulation therapy was restored and the patient able to get in and out of MRI mode successfully.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-08576, 1627487-2019-08579. It was reported that the patient could not enable MRI mode on their scs system. Diagnostics showed impedance issues on contacts 1-8. Surgical intervention may be pending to revise the system.